Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient had called because her blood glucose was high (24.9 mmol/l) this morning when she woke up. She had already taken actions to correct high blood glucose. She stated that during the middle of the night transfer set tubing became detached from headset. No adverse event alleged. A request was made for the return of the device.